Manufacturer narrative:
A product history review is expected but not yet available.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after shuttling down a 5f mynxgrip vascular closure device (vcd) the advancer tube split and some sealant was visible. There was significant resistance shuttling down, and the advancer tube was engaged and visible and sealant was reportedly stuck on the tamp tube. Manual compression was done for 20 minutes for hemostasis. There was no reported patient injury. The device had followed normal deployment steps until after shuttling down when the scrub tech went to slide the sheath and shuttle back up.the device was used in a transcatheter therapy embolization. The device was stored according to the IFU. The device was used with a 5f non-cordis sheath. The target vessel was the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Excess force was slightly applied when inserting the device into the sheath. The sheath was not kinked or bent the user shuttled down completely. Unusual force was applied when retracting the sheath. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, and h6. As reported, after shuttling down a 5f mynxggrip vascular closure device (vcd) the advancer tube split and some sealant was visible. There was significant resistance shuttling down, and the advancer tube was engaged and visible and sealant was reportedly stuck on the tamp tube. Manual compression was done for 20 minutes for hemostasis. There was no reported patient injury. The device had followed normal deployment steps until after shuttling down when the scrub tech went to slide the sheath and shuttle back up.the device was used in a transcatheter therapy embolization. The device was stored according to the IFU. The device was used with a 5f non-cordis sheath. The target vessel was the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Excess force was slightly applied when inserting the device into the sheath. The sheath was not kinked or bent the user shuttled down completely. Unusual force was applied when retracting the sheath. The product was not returned for analysis. A product history record (phr) review of lot f2229807 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ shuttle advancement issue¿, ¿sealant stuck to device components¿, and ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.